Event description:
It was reported that during a laparoscopic anterior resection procedure, the shear stopped working. No tone was emitted by the generator. The instrument was retorqued, but still would not work, the second instrument was exactly the same. A third instrument completed the case with no further problems. No pt consequence.

Manufacturer narrative:
Device b batch = a9aw0f, expiration date = 11/2010, MFR date = 12/2005. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. Device a and b were returned with the blades scratched and cracked. The devices were tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch records were reviewed and no anomalies were noted during the manufacturing process. Corrected data; serial # na.